Event description:
A surgeon reports the intraocular lens (iol) would not unfold after it was inserted in the eye. In an attempt to unfold the lens, the surgeon manipulated the lens for approximately 45 minutes without success. Enlargement of the incision was required to accommodate removal and replacement of the lens. In the process of removing the lens, the capsule was nicked. Fortunately, the capsule was able to support another posterior chamber lens. The surgeon reports that, as a result of the manipulation, the pt's cornea was hazy during the postoperative exam. Additional info has been requested.